Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009, inratio: 5.7, lab 3.3; date: 2009, inratio: 4.9, lab: 3.3.

Manufacturer narrative:
Inratio precision data provided by end-user: value #1 - 5.7, value #2 - 4.9; mean - 5.3; std dev %cv - 10.67331. Per customer - lab test was performed immediately after inratio tests. The %cv is less than 20%. The precision criterion is met. Product precision testing is not required. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test 1- meter inr: 5.7; lab inr: 3.3; mean: 4.5; confidence limits: 2.5-6.5; test 2- meter inr: 4.9, lab inr: 3.3; mean: 4.1; confidence limits: 2.4-6.1. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Product accuracy testing is not required. Trend analysis is not required - no strip lot info provided. No corrective action required as no product deficiency was established.